Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: distal end insulation inspection failed; leak between up/down knob and scope body; air/water cylinder with foreign material; air/water tube with foreign material; adhesive on bending section cover or distal sheath rubber is detached; light guide lens has a crack; objective lens has a crack; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to damage on nozzle, water removal ability does not meet the standard value; due to damage on charging coupled device (ccd) unit, the image has shadows; due to burn on the plastic distal cover, insulation resistance value at distal end does not meet the standard value; suction cylinder has no color; due to damage on up/down knob, water tightness is lost; and scope body has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope, had drying adhesives for angling rubber, distal protective sleeve, light guide glass and lens. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that air/water tube and air/water cylinder had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
Correction: e2 was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a whitish crystallized foreign object stuck/clogged inside the air/water channel and the air/water cylinder, but the foreign object could not be identified. Due to leakage from the up/down angle knob, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual gif-ez1500 operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.